Event description:
Caller reported a malfunction on the pump. Blood glucose level did not exceed 500 mg/dl, showing no adverse impact. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.